Event description:
It was reported that the bd maxzero¿ needle-free valve leaked in the infusion of the solution. The following information was provided by the initial reporter, translated from portuguese to english: we are receiving a technical complaint about the valved connector, with a leak in the infusion of the solution.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 23-jun-2023. H6: investigation summary four mz1000-br samples from lot 22095686 were received in sealed packaging for investigation. The feedback provided by the customer suggests leakage was detected from the maxzero female luer adaptor (fla) during a saline infusion; the maxzero device was connected to an unknown luer-lok syringe. As part of the feedback the customer provided a video; analysis of the video identified fluid leakage from the connection between the syringe and maxzero fla. However, from the video it was not possible to determine any obvious damage or manufacturing defects which could have caused or contributed to the reported leakage. Furthermore, a visual inspection of the returned samples also did not identify any product defects which could have contributed to the reported leakage. The returned samples were subjected to pressure testing; no leakage was detected from the maxzero fla or any other part of the maxzero throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22095686 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The customer¿s experience was not confirmed in this instance. Testing of the returned samples and a review of the production records did not identify any product defects or quality deviations during assembly. The alleged complaint sample was not available for investigation therefore it was not possible to confirm whether a manufacturing defect may have contributed to the reported leakage.

Event description:
It was reported that the bd maxzero¿ needle-free valve leaked in the infusion of the solution. The following information was provided by the initial reporter, translated from portuguese to english: we are receiving a technical complaint about the valved connector, with a leak in the infusion of the solution.

Manufacturer narrative:
H.6. Investigation summary: a mz1000-br sample was not available for investigation; however, the customer indicated the complaint sample was from lot 22095686. The feedback provided by the customer suggests leakage was detected from the maxzero female luer adaptor (fla) during a saline infusion. The maxzero device was connected to an unknown luer-lok syringe. As part of the feedback the customer provided a video; analysis of the video reveals both saline and blood to be leaking from the connection between the unknown syringe and maxzero fla . However, from the video it is not possible to determine any obvious damage or manufacturing defects which could have caused or contributed to the reported leakage. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22095686 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the complaint sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months.

Manufacturer narrative:
H6: investigation summary a mz1000-br sample was not available for investigation; however, the customer indicated the complaint sample was from lot 22095686. The feedback provided by the customer suggests leakage was detected from the maxzero female luer adaptor (fla) during a saline infusion. The maxzero device was connected to an unknown luer-lok syringe. As part of the feedback the customer provided a video; analysis of the video reveals both saline and blood to be leaking from the connection between the unknown syringe and maxzero fla. However, from the video it is not possible to determine any obvious damage or manufacturing defects which could have caused or contributed to the reported leakage. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22095686 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the complaint sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported that the bd maxzero¿ needle-free valve leaked in the infusion of the solution. The following information was provided by the initial reporter, translated from portuguese to english: we are receiving a technical complaint about the valved connector, with a leak in the infusion of the solution.

Manufacturer narrative:
The following fields were updated due to additional information: e.1. (B)(6).

Event description:
It was reported that the bd maxzero¿ needle-free valve leaked in the infusion of the solution. The following information was provided by the initial reporter, translated from portuguese to english: we are receiving a technical complaint about the valved connector, with a leak in the infusion of the solution.